Event description:
The initial reporter received questionable elecsys ca 125 ii assay and elecsys ft4 iii assay results for three patients tested on a cobas e 601 module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples on a different e 601 module. Sample 1's initial ft4 result was 81.19 pmol/l. Sample 1's first repeat result was 17 pmol/l. Sample 2's initial ca 125 result was 11.37 u/ml. Sample 2's first repeat ca 125 result was 60.27 u/ml. Sample 3's initial results were ca 125 11.37 u/ml and ft4 52.19 pmol/l. Sample 3's first repeat results on a different e 601 module were approximately ca 125 60.27 u/ml and ft4 17.2 pmol/l. The customer performed a calibration for ca 125 and ft4 on the alleged e 601 module but had failing results. The field service engineer checked for leaks in tubing and the presence of bubbles in the syringes. He performed air purges and system primes and confirmed the hardware of the instrument was ok. He performed a measuring cell check and had passing results. He performed a sample pipetter liquid level detection and pressure sensor voltage check and found the sample probe voltage was low. He performed an adjustment on the sample probe voltage adjustment. He found the sampling position was not correct and performed an adjustment. He performed calibration and qc for ft4 and ca 125 and had passing results. The customer performed repeat testing with the samples on the alleged e 601 module. Sample 1's second repeat ft4 result was 16.73 pmol/l. Sample 2's second repeat ca 125 result was 68.86 u/ml. Sample 3's second repeat ft4 result was 16.42 pmol/l. The ft4 reagent lot number was 593219 with an expiration date requested but not provided. The ca 125 reagent lot number was 541643 with an expiration date requested but not provided.

Manufacturer narrative:
Based on the provided information, the investigation determined the service actions resolved the issue.